Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had an abnormal image. The event was identified, during preparation and prior to sedation for a therapeutic laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11 the device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slight breakage of light bundle on insertion section. Based on the results of the investigation, it is likely the following led to the malfunction: for the event of abnormal image, this event is caused by a component failure of the universal cord sheath. And for the newly identified event of slight breakage of light bundle on insertion section, this event is caused by a component failure of the light bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an abnormal image. The event was identified during preparation and prior to sedation for a therapeutic laparoscopic surgery. There were no reports of patient harm.